Event description:
The physician was using two 15 cm certuslk ablation probes during a procedure to ablate a liver lesion. Both probes were tested and placed into the target tissue. Upon initiation of energy delivery, one probe indicated a reflected power error. The probe was repositioned several times, but the reflected power errors persisted. The probe was connected to a different system channel, but the errors persisted. The probe was then removed from the patient. It was observed that the tip of the probe was not intact. A CT fluoro scan indicated the tip was located in the cartilage between ribs. The physician created an incision and removed the probe tip from the patient. No patient injury was reported.

Manufacturer narrative:
The probe tip break shows evidence of arcing. However, despite extensive investigation, the cause of the arcing could not be confirmed.

Manufacturer narrative:
A review of the probe manufacturing records indicate that the probe met all specifications with the reflected power reading of 3%, falling well within the normal level. The entire probe including the probe tip was returned for evaluation. The system log was also evaluated. The system log indicated that the probe failed the initial test with the system with a reflected power level of 13.8%. The probe was retested and the reflected power level was 6.75%, which is a passing value. When power was delivered to the probe, immediate reflected power errors were seen in excess of 20%, resulting in power delivery being automatically stopped and the error message generated. Reflected power levels above 20% indicate that either the antenna had a physical defect or the probe was in air. Since it is known the probe was in tissue, the investigation focused on identifying a physical defect. The returned probe was evaluated and confirmed the probe tip was cleanly broken from the rest of the probe cannula, including the inner coaxial conductor. Additionally, there was evidence of some charring near the breaking point. At the time of filing, no conclusions can yet be drawn. The investigation is ongoing. A follow up report will be submitted when a conclusion is reached.